Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('two coils on one side due to puncturing my fallopian tube, the location of the perforation- fallopian tube') in an adult female patient who had essure (batch no. B30427,a78090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity in 2009 and caesarean section ((B)(6)2009, (B)(6) 2011, (B)(6)2012.) In 2009. On (B)(6)2015: patient underwent CT scan. Patient underwent x-ray. Previously administered products included for an unreported indication: depo provera on (B)(6)2013 and mirena from 2009 to 2011. Concurrent conditions included migraine since (B)(6)2018, wisdom teeth removal since 2013, infection nos, cyst, illness, bronchitis and pimple. In 2013, the patient experienced urinary tract infection ("utls") and bacterial infection ("bacterial infections"). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea"), abdominal pain ("severe and persistent abdominal pain"), pelvic pain ("pelvic pain"), back pain ("severe and persistent back pain") and menorrhagia ("severe menstrual bleeding"). In (B)(6)2014, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In 2014, the patient experienced bartholin's cyst ("recurring bartholin's cyst"). On an unknown date, the patient experienced lordosis ("lordosis"), arthritis ("arthritis") and intentional device use issue ("she had to do two coils on one side due to puncturing fallopian tube"). The patient was treated with antibiotics, ibuprofen, metronidazole and naproxen. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, abdominal pain, pelvic pain, back pain, menorrhagia, urinary tract infection, bacterial infection, bartholin's cyst, lordosis, arthritis and intentional device use issue outcome was unknown. The reporter considered abdominal pain, arthritis, back pain, bacterial infection, bartholin's cyst, dysmenorrhoea, fallopian tube perforation, intentional device use issue, lordosis, menorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: according to essure placement procedure and confirmation test: physician said everything was fine, placed correctly, and nothing would migrate. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: there were two coils placed on one side. The results of your essure- successful occlusion of the fallopian tubes following optimal placement of bilateral essure devices.. Lot number: a78090 manufacture date:2012-12 expiration date: 2015-12-31 lot number:b30427 manufacture date: 2013-05 expiration date: 2016-05-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-aug-2019: quality safety evaluation of product technical complaint incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('two coils on one side due to puncturing my fallopian tube, the location of the perforation- fallopian tube') in an adult female patient who had essure (batch no. B30427,a78090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child) in 2009 and caesarean section ((B)(6) 2009, (B)(6) 2011, (B)(6) 2012.) In 2009. On (B)(6) 2015: patient underwent CT scan. Patient underwent x-ray. Previously administered products included for an unreported indication: depo provera on (B)(6) 2013 and mirena from 2009 to 2011. Concurrent conditions included migraine since december 2018, wisdom teeth removal since 2013, infection nos, cyst, illness, bronchitis and pimple. In 2013, the patient experienced urinary tract infection ("utls") and bacterial infection ("bacterial infections"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"), abdominal pain ("severe and persistent abdominal pain"), pelvic pain ("pelvic pain"), back pain ("severe and persistent back pain") and menorrhagia ("severe menstrual bleeding"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In 2014, the patient experienced bartholin's cyst ("recurring bartholin's cyst"). On an unknown date, the patient experienced lordosis ("lordosis"), arthritis ("arthritis") and intentional device use issue ("she had to do two coils on one side due to puncturing fallopian tube"). The patient was treated with antibiotics, ibuprofen, metronidazole and naproxen. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, abdominal pain, pelvic pain, back pain, menorrhagia, urinary tract infection, bacterial infection, bartholin's cyst, lordosis, arthritis and intentional device use issue outcome was unknown. The reporter considered abdominal pain, arthritis, back pain, bacterial infection, bartholin's cyst, dysmenorrhoea, fallopian tube perforation, intentional device use issue, lordosis, menorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: according to essure placement procedure and confirmation test: physician said everything was fine, placed correctly, and nothing would migrate. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: there were two coils placed on one side. The results of your essure- successful occlusion of the fallopian tubes following optimal placement of bilateral essure devices.. Incident , we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.